Event description:
A malfunction in the tandem pump was reported by the caller, identified by malfunction code 199, which indicated a problem with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure insulin delivery continues uninterrupted. The customer was instructed by technical support to put the pump into storage mode before returning it with a pre-paid label provided by tandem within 10 days, and a replacement pump was arranged as the device was still under warranty.